Event description:
It was reported that a patient experienced a dental implant loss due to fracture of non-dentsply sirona abutment.

Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable and will be removed. Dentsply sirona implants is not the manufacturer of the fractured abutment that caused the event. Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.